Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 380 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion was found to be in the tubing. Reportedly, the customer was using apidra insulin.